Event description:
The pacemaker involved in this MDR report was implanted on (B) (6) 2009. Several pauses were observed upon pre-discharge f/u on (B) (6) 2009. Auto safer was programmed at implant. The pt died in the meantime. Reportedly, pt's death was not related to the pacemaker operation.

Manufacturer narrative:
On 02/18/2010, this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply models approved under [(B) (4)]. Since the device remains implanted, the programmer files were reviewed. (B) (4)